Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen would randomly become blank, or that the screen would sometimes not respond to the stylus. It was indicated that several external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would randomly become blank and would also sometimes not respond to the stylus. The programmer was returned for service. There was no patient involvement.